Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01402. It was reported the patient went to the emergency room in (B)(6) and had her scs system explanted due to an infection. In addition, the patient went to the infectious disease physician on (B)(6) 2015, and the infection has reportedly resolved. The patient was also prescribed oral antibiotics.